Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. A review of the device history record confirmed that the device was shipped in compliance with the specifications. Based on the results of the investigation, it was presumed that the phenomenon ¿error code b30¿ occurred due to corrosion of the terminal of the video connector. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system center exhibited a scope communication error (b30) and there was no endoscopic image. The issue occurred during preparation for the diagnostic bronchoscopy procedure. Another cv-170 was used after the error occurred. There were no reports of patient harm.